Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a review of the log files found that on (B)(6) 2022 the driveline was connected with a default time stamp of (B)(6) 2001 at 01:00. The log file contained low flow events and a loss of power to the mobile power unit (mpu) that caused the external backup battery to power the system. The last event in the log file showed that the driveline was disconnected. Related MFR report #: 2916596-2022-10841.

Manufacturer narrative:
Section d4: serial number of device was requested but not provided. Manufacturer's investigation conclusion: the reported event of a loss of power while connected to the mobile power unit (mpu) was confirmed via evaluation of the submitted log file; however, the exact timeframe of the event cannot be conclusively determined, as the controller¿s clock was not properly synchronized. Intermittent no external power alarms were observed while the mpu was in use. These alarms appeared to have been caused by a loss of ac power, as the rsoc of both cables steadily decreased. While the driveline was connected and external power was interrupted, the system was supported by the emergency backup battery and the pump was able to maintain a speed above the low speed limit. There were no other notable events regarding the mpu observed within the log files. The mpu was not returned for analysis. Per additional information, a power outage may have contributed to the observed loss of ac power; however, the root cause was unable to be conclusively determined through this analysis. The heartmate ii patient handbook section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate ii patient handbook section titled ¿emergency contact list¿ cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.